Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's father reported that his daughter's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours on the arm. They attempted to lower her bg levels by delivering correction boluses and administering a manual injection. When the pod was removed from the site, it was noted that the cannula appeared bent. It was also reported that the site looked "a bit swollen".

Manufacturer narrative:
The pod was returned for a device evaluation. Upon inspecting the device, a bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred, or if it contributed to the reported event. Insulin was able to pass out the distal tip of the soft cannula. No other defects or deficiencies were found during the investigation that would contribute to skin irritation, or the associated high blood glucose (bg) levels. The data download discovered there was a hazard alarm that occurred during operation. The alarm indicated that the pump had been emptied. Inspection verified the plunger was positioned at the bottom of the reservoir. Although no problem was found with regards to the observed hazard alarm, a root cause for the bent cannula, skin irritation, and high bg levels could not be determined.